Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door 1 was intermittently failed. The customer stated that the malfunction occurred while the user trying to issue medications to patient and there was no delay in dispensing medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed intermittently. A field service engineer inspected the latches, cleaned all micro switch connections and reconnected the harnesses to resolve the issue. The system functioned as intended after the field service engineer repaired the device.